Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be confirmed by pressing the check button. No adverse event was reported. The alleged product was requested for evaluation.